Manufacturer narrative:
(B)(4). Initial procedure was performed in (B)(6) 2017. Concomitant medical product: unknown biomet bearing, catalog #:ni, lot #: ni. Unknown biomet tibial trays, catalog #:ni, lot #: ni. Unknown biomet patella, catalog #:ni, lot #: ni. It is unknown whether the product will be returning. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04410, 0001825034-2018-04411, 0001825034-2018-04412. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient is experiencing swelling, instability and a cracking noise six to seven months post arthroplasty.

Event description:
Upon receipt of additional information, it has been determined this product was reported under the incorrect MFR#. The event will be reported on 3007963827-2019-00021.

Manufacturer narrative:
Upon receipt of additional information, it has been determined this product was reported under the incorrect MFR#. The event will be reported on 3007963827-2019-00021.